Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 8th february, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the top of light was cracked. Photographic evidence confirmed that issue and indicated that top headlight cover was cracked with missing particles, also the designated complaint unit employee found that silicone cap from headlight was missing and paint was chipping from the headlight, near to the fork connection. According to the additional input from getinge technician, partial root cause for the damages appeared to be from collisions - in some cases, other or equipment is colliding directly with the cover of the light, in other cases the collision may occur to the external handle tubing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of h4 manufacture date and b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h4 manufacture date: 08/04/2021. Corrected h4 manufacture date: 12/16/2022. Previous b5 describe event and problem: on 8th february, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the top of light was cracked. Photographic evidence confirmed that issue and indicated that top headlight cover was cracked with missing particles, also the designated complaint unit employee found that silicone cap from headlight was missing and paint was chipping from the headlight, near to the fork connection. According to the additional input from getinge technician, partial root cause for the damages appeared to be from collisions - in some cases, other or equipment is colliding directly with the cover of the light, in other cases the collision may occur to the external handle tubing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 9th february, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the top of light was cracked. Photographic evidence confirmed that issue and indicated that top headlight cover was cracked with missing particles, also the designated complaint unit employee found that silicone cap from headlight was missing and paint was chipping from the headlight, near to the fork connection. According to the additional input from getinge technician, partial root cause for the damages appeared to be from collisions - in some cases, other or equipment is colliding directly with the cover of the light, in other cases the collision may occur to the external handle tubing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the top of light was cracked. Photographic evidence confirmed that issue and indicated that top headlight cover was cracked with missing particles, also the designated complaint unit employee found that silicone cap from headlight was missing and paint was chipping from the headlight, near to the fork connection. According to the additional input from getinge technician, partial root cause for the damages appeared to be from collisions - in some cases, other or equipment is colliding directly with the cover of the light, in other cases the collision may occur to the external handle tubing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. All defective parts were replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to cracked/missing cover and paint peeling, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of cracked/ missing cover and paint peeling on powerled ii surgical lights, there was no event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can conclude that the failure ratio is low for both issues. The root cause analysis was performed by subject matter experts from the manufacturing site. As they stated, according to the picture the lights received not minor shocks but violent shocks and impacts (misuse) with probably another devices. This is the result of collisions and misuse or equipment is colliding directly with the cover of the light, in other cases the collision may be occurring to the external handle tubing. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 9th february, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the top of light was cracked. Photographic evidence confirmed that issue and indicated that top headlight cover was cracked with missing particles, also the designated complaint unit employee found that silicone cap from headlight was missing and paint was chipping from the headlight, near to the fork connection. According to the additional input from getinge technician, partial root cause for the damages appeared to be from collisions - in some cases, other or equipment is colliding directly with the cover of the light, in other cases the collision may occur to the external handle tubing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.